Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Event description:
It was reported that the patient experienced diaphragmatic stimulation post discharge after being implanted with the system. Other symptoms also developed, and the patient presented to the emergency room, where chest x-ray showed evidence of twiddler¿s syndrome. The right ventricular (rv) lead had been pulled back into the high superior vena cava (svc) due to the patient twisting the generator within the pocket. Rv thresholds were also high. When the lead was removed a piece of myocardium was attached. The anchoring stitch in the header of the device had broken. The lead and device were explanted, and the physician elected not to replace the system because the behavior was likely to continue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.